Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Device: d334drg implantable pacemaker cardio/defib (B)(6) 2012. Concomitant product: 4076 implantable pacing lead (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient presented upon hearing alert tones and interrogation indicated that the lead integrity alert (lia)had triggered due to elevated short interval counts (sic), elevated right ventricular (rv) lead impedance with loss of capture (loc) and atrial sensing on the rv lead. It was also reported that fluoroscopy revealed that the rv lead had dislodged in the right atrial (ra.) Therefore attempts were made to reposition the rv lead; however once the helix was retracted it would not deploy. The rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4): the lead was returned in segments, and analysis was performed. No anomalies were found. The distal conductor of the lead was extrinsically over-rotated and visual summary analysis of the lead indicated apparent explant damage. (B)(4).